Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the patient had a fractured lead. A follow up with the patient¿s healthcare provider yielded that the patient was inappropriately shocked due to oversensing on the right ventricular (rv) lead. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.